Event description:
Information was received from the healthcare provider (hcp) regarding the patient receiving hydromorphone (4 mg/ml/1.4 mg/ml) via implantable pump. The indication for use was intractable spasticity and cerebral. It was reported that the healthcare provider (hcp) stated the patient had a magnetic resonance imaging (MRI) 2023-01-25 and motor stall recovery seen post MRI 2023-01-25. The hcp stated on (B)(6) 2023, they were going to fill the pump and noted another motor stall 2023-01-27 with no electrical interference (emi) or magnetic interaction. The hcp stated the pump has been alarming audibly and they are planning on turning the pump off. The hcp stated the patient has had some unique rectal pain now and she does take po pain medicine. The hcp stated she has interrogated the pump a few times over the last one hour and no recovery. Discussed if replaced to send pump back to medtronic analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.